Manufacturer narrative:
Omit: e2401 - insufficient information, f24 - insufficient information. Correction: describe event or problem. Additional information: imdrf annex e, f codes and manufacturer narrative. Per 803.52 (f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by customer that the barrel flange grippers on the syringe pump were damaged. As a result, the pump will have a difficult time recognizing the syringe correctly. This was reported to bd representatives during their site visit. There was patient involvement but no harm.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by customer that the barrel flange grippers on the syringe pump were damaged. As a result, the pump will have a difficult time reconizing the syringe correctly. This was reported to bd representatives during their site visit. There was no information on patient involvement.